Manufacturer narrative:
Patient's exact age is not known. However, it was noted to be over 18 years. No code available (bleeding, therapy/non-surgical treatment, additional). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed, and the root cause could not be determined. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultratome xl sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B) (6) 2010. According to the complainant, during the procedure, there was bleeding at the papilla. The electric current of the ultratome xl was increased from 60 watt to 80 watt coagulation setting in an attempt to coagulate the bleeding with the ultratome xl. During this attempt, the cutting wire broke. To stop the bleeding, the physician used another manufactures pigtail stent to provide compression in the papilla. No part of the wire fell into the patient. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.